Manufacturer narrative:
The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
Boston scientific received information that the right atrial (ra) lead could not be fully inserted into the header of this pacemaker. Noise and possible oversensing was also noted on the right atrial (ra) channel. Another device was used. No adverse patient effects were reported.